Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records is not possible as the lot number is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is not ed within the IFU.

Event description:
Same case as MFR. Report #: 3005188751-2011-00201, 00199; 2030404-2011-00289, 00291. It was reported following an atrial fibrillation ablation procedure a pericardial effusion was noted. A brk-xs transseptal needle and two sjm lamp 45 introducers were used to gain access to the left atria. A therapy cool path, inquiry optima and a non sjm xtrem quadripolar device were placed in the heart to perform the ablation procedure. Fifteen to twenty minutes after completion of the procedure the patient developed a pericardial effusion. A pericardiocentesis was performed draining 500cc of blood. The patient's current status is listed as stable. Additional information was requested but is not available.